Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. The grommet was damaged by either the setscrew or wrench. Visual inspection revealed two setscrews in the setscrew block.

Event description:
It was reported that during the implant procedure the physician was not able to insert the screwdriver to tighten down the setscrews. The device was not implanted and there was no patient complication reported as a result of this event.